Event description:
The complainant alleged while attempting to defibrillate patient in cardiac arrest, the device displayed only a green dot on the display. The complainant indicated that the clinician was able to obtain another device to treat the patient. The complainant was unable to indicate if there was an adverse effect to the patient a result of the reported malfunction.